Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows wrong cassette attached alarms.. Use testing was performed. The customer complaint was confirmed but the product does not show signs of fluid ingression. Service replaced the downstream occlusion sensor as a preventative measure. The root cause is unknown.